Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a problem with the touchscreen. Reportedly, it was blinking all the time. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 28sep2018. The philips field service engineer (fse) evaluated the device. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 11 november 2019. The touchscreen assembly was returned to the manufacturing for evaluation. Visual inspection revealed no signs of damage or contamination. The touchscreen was tested and the reported condition could not be duplicated. No product deficiency found.